Event description:
Pt developed a drug induced hepatitis resulting in an eight day hospitalization after a right inguinal hernia repair.

Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Furthermore, the lot number of the pump was not known, and as a result, I-flow was unable to conduct a performance test for a particular lot. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.